Event description:
It was reported that a temperature alert occurred followed by a malfunction code malf 12 on the customer's pump. There was no adverse impact to the customer's blood glucose level, staying under 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing pump reset information and helped with resetting the pump. The issue was resolved, allowing the customer to continue using the pump with instructions to call back if the malfunction recurred, which was understood and acknowledged by the caller.